Event description:
About two thirds of the way through a koch procedure, the circulating rn found that the device was out of date (12/2004). The surgeon utilized the rest of the staples. Company was notified as to how they would deliver outdated devices.